Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported a charger failed error at boot up. This error will prevent the system from booting up. This resulted in a loss of imaging functionality. There is no report of injury or death.